Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported during a novasure procedure on (B)(6) 2026, that post procedure the novasure handle did not close before retraction. The novasure ablation was successfully completed for about 1 minute 30 seconds. When the array was being retracted into the sheath, it did not work and the device was stuck inside the cavity. The physician eventually was able to retract the array but only partially. The physician was able to close it in half and managed to remove it with no signs of patient injury. No other information is available.